Event description:
In early 2009, the lay user/pt in the us contacted lifescan (lfs) alleging the one touch ultra link meter was giving inaccurately low readings with blood samples and control solution. The sr. Medical affairs specialist was able to classify the complaint based on the info originally provided. On the day before, at 9:30 pm, the pt obtained the blood glucose readings of 21 mg/dl, '17 mg/dl', '18 mg/dl' and 24 mg/dl on the reported meter. The pt stated she obtained low readings with the control solution as well; the specific results were not provided. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. Following the use of the meter, the pt decreased her basal insulin pump dose to 75%. The pt did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate (cca) determined the pt's testing technique was correct and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The pt did not suffer an adverse event due to the reported meter. The pt experienced no symptoms and denied seeking medical attention. However, as the pt obtained very low blood glucose readings with the reported meter while asymptomatic, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.